Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his lead exhibited elevated thresholds. His lead remains in use. The patient is a participant in the one hospital clinical service study (ohcs). No patient complications have been reported as a result of this event.